Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, high threshold and an increase in pacing lead impedance was observed. Externalized conductors were noted via diagnostic imaging. Lead was capped and replaced without complication.